Manufacturer narrative:
One used tracheostomy tube was received for evaluation. Visual inspection was performed, showing a significant split in the cuff. The reported information indicated that the cuff was examined prior to use and found no anomalies. It was also noted that 14ml of saline solution (nacl) was inserted into the cuff. The product's instructions for use pkg-dfu-spt-2, rev 004 08/13, section 6. Set-up and use indicates: "6.1 attach a syringe to the pilot balloon and slowly inflate the cuff with 10 ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. The use of saline is not recommended since there is a potential for the saline to crystalize in the inflation system causing issues with inflation/deflation." The volume inserted into the cuff (14 ml) also does not align with the instruction for use (IFU), which states 10 ml. While a definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. A potential root cause for the reported issue has been attributed to the instructions for use not being followed.

Manufacturer narrative:
Additional 510(k) - k083641. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported after one week in use, the cuff of a portex® bivona® adult tts¿ tracheostomy tube "blast", and the patient needed to be hospitalized acute for a replacement and observation. The cuff was checked prior to insertion and it was noted to be "okay". The cuff was filled with 14 ml sterile sodium chloride. No permanent injury was reported.